Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. There was no compromised force sensor system alarm noted. The drive support disk was inspected and no anomaly was noted. Also, analysis found the lcd glass bleeding.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was 153 mg/dl at the time of incident. She stated the insulin pump was not dropped or bumped. She stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.